Event description:
The device was used during a bullectomy procedure. Reportedly, the instrument was difficult to close. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/2/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. Our evaluation of the device determined that the support was damaged.